Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. Customer's blood glucose was 25 mg/dl earlier in the morning. The customer treated their blood glucose with juice. The customer also stated the white tab inside their transmitter was broken. Customer was unable to charge their transmitter as a result. It was also found the customer experienced a low blood glucose of 29 mg/dl the day prior. It was also found the customer had lost sensor, sensor error, and calibration error alarms on the insulin pump. Customer declined to troubleshoot for the alarms. The insulin pump will not be returned for analysis.